Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level would range from 250-300 mg/dl, and was addressed with a correction bolus or insulin shots. The customer confirmed that an alternate method of insulin delivery was available.